Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a sterling balloon catheter with no original packaging or other devices. There was blood in the inflation lumen and the balloon. Functional testing was performed using an inflation device filled with water connected to the inflation port. The device was inflated and a stream of water emitted from a balloon pinhole. Magnified inspection of the balloon revealed a pinhole 20mm from the distal tip. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
This complaint is now reportable based upon the analysis completed on (B)(4) 2014. It was reported that inflation issues occurred. The 95% stenosed target lesion was located in moderately tortuous and moderately calcified left cubital vein. The physician advanced a sterling¿ 6.0mmx40mmx40cm balloon catheter and attempted to inflate the balloon; however, the balloon would not inflate over 3atms. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient¿s current condition is good. However, returned product analysis revealed a balloon pinhole.